Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the thermogard xp ivtm system (sn (B)(4). The root cause is due to the defective ce heater. Upon visual inspection, observed damages on the cold well cap, drip tray gasket and bumpers. Noticed missing drip pan. The battery needs to be replaced. The thermogard is a reusable device and was manufactured in june 2012, system has exceeded its expected service life of 3 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. During functional testing the thermogard xp ivtm system (sn (B)(4)" failed testing and it displayed tcmid: 06 (ce post failure). The archive data review showed occurrence of tcmid: 08 (coolant temp low) and multiple error messages on the customer reported event date (B)(6) 2018). The root cause is due to the defective ce heater. The ce heater has to be replaced to remedy the issue. Following service, the system passed all the testing without any fault or error. All test and readings are within the specified limits and the system functioned as intended. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during patient use, the thermogard xp ivtm system (tgxp10672) displayed tcmid:08 (coolant temp low) after reaching target temperature of 33 degree celsius. The error occurred during the end of the cooling phase and beginning of the maintenance phase. The console was in the "run" mode for approximately 3 hours. The user continued treatment using cooling blankets on patient. No known impact or consequence to the patient information was available.